Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device listed in b5 is filed under a separate medwatch report number.

Event description:
This will be filed to report incomplete coaptation: it was reported this was a mitraclip procedure to treat mixed mitral regurgitation. It was one clip (30224r1015) was implanted two days prior, but had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, an xtw clip (30317r1107) was deployed on the mitral valve. However, after deployment, the clip detach from the posterior leaflet and remained attached to the anterior leaflet. To stabilize both slda clips, two additional clips were implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure. No additional information was provided.